Manufacturer narrative:
The investigation was performed based on the device log file as no further information was received describing the circumstances which could have led to the reported pneumothorax. A pneumothorax possibly caused by the device is only possible when a too high airway pressure in applied. Therefore the records were reviewed in particular for entries indicating such pressure situations. Due to the fact that the fabius does not include an user log the available error log was reviewed for conspicuous entries. The log file covers a time from may 4th 2019 until september 17th 2019. Within this time frame no entries were found indicating a problem that could have caused a pneumothorax. The device was tested on site and passed all tests according to draeger specifications. These tests also include all values/ parts that could have an influence on an unintended high airway pressure like peep and pmax accuracy, pressure-limiting and auxiliary-air valve. The hospital also has not alleged that the device has contributed to the reported event.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the patient developed a pneumothorax, post-operatively. The hospital did not allege any device malfunction and did not disclose any further details in regard to the course of event.